Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, one of the cables on a robotic mega suture cut needle driver instrument snapped while being used inside the patient. No broken pieces fell into the patient. The robotic instrument was removed in one piece from the patient and removed from the surgical field. The instrument placed in red bag and taken to the front desk. Two uses remain out of 15. An alternate instrument was received and utilized for the rest of the procedure. The procedure was completed with no reported injury. On 02/05/2024, intuitive surgical, inc. (Isi) received user facility (B)(4) stating: during surgical procedure, one of the cables on a robotic mega suture cut needle driver snapped while being used inside the patient. No broken pieces fell into the patient. The robotic instrument was removed in one piece from the patient and removed from the surgical field. Instrument placed in red bag and taken to or front desk. Two uses remaining out of 15. Alternate instrument was received and utilized for the rest of the procedure.